Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a leadscrew anomaly. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-105nnblna. Insulin did not exit after multiple priming attempts. The customer reported an inpen screw movement issue. Identified inpen screw was pulled back into the inpen while dialing and the customer did not touch/twist the injection/dose button or the customer changed the cartridge but was not successful in priming inpen. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-105nnblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Below investigation codes are not accepting. Investigation findings code : 758. Investigation conclusions code: 140. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. However, inpen failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen failed and is not within specification (ccw: 7.60ozf-in). Performed dust/debris investigation and found visible horizontal abrasions [and sticky fluid] on the outside of electronics housing. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of screw retracting when dialing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.